Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as a bleeding open wound under the vibration box as pt is bedbound and it is digging in to skin. There was no alleged device malfunction contributing to the irritation. The patient reported being in a rehab facility, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the open wound improved.